Event description:
Reportedly, during the f/u performed on (B)(6) 2012, failure to charge was observed for vf episodes dated (B)(6) 2011 and (B)(6) 2012; atp was not delivered as the rhythm does not meet stability criteria. The parameter "stability" was therefore reprogrammed to 45 ms.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.